Event description:
Pharmacist called to report being stuck by a bd syringe. She opened the carton to sell a 10-pack unit and was tuck by an inshielded needle. Believes the needle was unused, however, went to the ER for blood work and tetanous shot.

Manufacturer narrative:
Thirty out of 40 syringes were returned in three sealed polybags. One syringe-out of opened polybag - was returned with loose shield / plunger cap and revealed cannula broken off (free cannula end was also received). Cannot confirm cannula break off as mpg defect, however, confirm barrel bow as mfg defecta s three syringes from the same polybag revealed bowed barrel. Product will be forwarded to mfg for further investigation.